Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site and confirmed the leak coming from the wbc bath. The fse proceeded to replace the o-rings on the wbc apertures and re-seated the wbc bath to resolve the leak. The fse verified repair per established procedures and results met published specifications. Failure mode of the event is attributed to the wbc bath o-rings. Results: wbc bath o-rings. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 10 ml from the white blood cell (wbc) bath of the coulter lh 750 hematology analyzer. The customer indicated that the leak occurred while attempting to troubleshoot for a wbc aperture blockage. The customer stated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat during the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.